Event description:
Reported status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that a bmw j guide wire was introduced distally to the target lesion (in the left marginal artery). It was noted that the guide wire could not be moved anymore. The guide was removed and it was observed that the distal tip was totally uncoiled (unwind). The distal tip was visible in the artery and was successfully removed using a myocardic sampling instrument. No consequence to the patient. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the guide wire was returned with blood and crystallized contrast on the core, polymer and on the coils. The tip of the guide wire had separated and was not returned. The core was intact. The shaping ribbon had separated 2.7 cm distal to the center solder. The fracture face of the shaping ribbon was in a corkscrew shape for a length of 2 mm. The tip coils were completely stretched out and had separated 2.7 cm distal to the center solder. There was no other damage noted to the guide wire. The proximal end of the guide wire up to the hypotube was advanced through a hole gauge and met manufacturing criteria. The distal portion of the guide wire could not be advanced through the hole gauge due to the separation. This will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.